Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and spoke with biomed engineer and determined that the issue must be the drape on table was bit too tight or geometry controller bad. The rse provided the pin to the customer for controller. The customer was going to follow up and troubleshoot the unit and replace the controller if it was bad. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system moved on its own. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.